Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing.(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).

Event description:
It was reported the patient had fluid discharge in the ipg pocket. As a result, the ipg was explanted on (B)(6) 2016. Culture was taken and the results came back as positive for staphylococcus lugdunensis. The patient was given antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the infection had resolved over time.